Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). (B)(6). Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd safe-clip¿, is jamming and cannot clip the needles and lancets anymore. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (3) bd blue/black safe-clip from lot # 1143167. Customer states that they keep jamming and they cannot clip needles and lancets. Returned safe clip was examined under microscope and observed to have the cutting hole blocked with needles. Needles were not able to be cut using the received safe clip. The most likely scenario is that the safe clip is full, it has been used over time and there is no more room to store any additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Also, as per IFU, the safe clip is not for clipping lancets. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for not clipping on lot # 1143167. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the device performed as intended and is now most likely full. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safe-clip¿, is jamming and cannot clip the needles and lancets anymore. There was no report of exposure, serious injury or medical intervention.